Event description:
Additional information received per the medical records state that the indication was pulmonary embolism. The patient also had thrombolytic therapy. The patient was brought back to the special procedure suite following approximately (B)(4) units of urokinase administration. The existing right femoral sheath and catheter were prepped and draped in a routine sterile manner. A right pulmonary arteriography, demonstrated improvement in perfusion to the right lung. The previously noted filling defect involving the descending branches of the right pulmonary artery was no longer seen with certainty. There may be a tiny filling defect persisting. There was improved perfusion to the right lung base. At this point the existing catheter was withdrawn into the inferior vena cava. An inferior vena cavagram was performed. This demonstrated a normal appearing vessel without evidence of thrombus or extrinsic compression. At this point preparations were made for placement of an inferior vena caval filter. The optease filter was chosen for insertion. The delivery sheath for the filter was placed coaxially through the existing right femoral sheath. The tip of the filter was optimally positioned below the level of the renal venous inflow. The filter was then advanced and deployed uneventfully. Postprocedural imaging demonstrated a satisfactory angiographic appearance. The sheaths were then removed and hemostasis obtained manually. Dressings were applied and the procedure terminated. The patient tolerated this well and without obvious complication.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts outside the inferior vena cava (ivc), perforation of filter struts into organs and filter tilt. The patient became aware of the reported events approximately thirteen years and three months after the index procedure. The patient continues to experience psychological and mental anguish.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient appears to have presented to hospital with pulmonary embolism (pe) and was initially treated with thrombolytic therapy. A repeated right pulmonary arteriography demonstrated improvement in lung perfusion with persistent filling defect. An inferior venacavogram via the right femoral vein revealed no evidence of thrombus or extrinsic compression. The indication for the filter placement was reported to be pe. The filter was implanted in an infrarenal position. The patient is reported to have tolerated the procedure well and without complications. More than thirteen years after the filter implantation, the patient became aware that the filter had tilted and that filter struts had perforated outside the inferior vena cava (ivc) and into organs. The patient further reported having experienced psychological and mental anguish associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc and organ perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. Patient age and medical history were also not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. The device remains implanted and is not available for evaluation. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter organ perforation and tilt. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient was treated with an optease vena cava filter which subsequently malfunctioned and caused injury and damage, including, but not limited to filter organ perforation and tilt. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering, and other damages.